Manufacturer narrative:
On the same day as onset of the peritonitis event, the patient began treatment with injection vancomycin (1 gram every 5th day, intraperitoneally) (previously reported as IV) and injection meropenem (intraperitoneally) (previously reported as IV) for peritonitis. Vancomycin therapy was ongoing. Twelve days later, the meropenem therapy was discontinued. On the same day, pd effluent was clear and the patient was recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with vancomycin (1 gram, once in five days, intravenous (IV)) and meropenem (500 milligrams, two times a day, IV). Treatment was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.